Event description:
It was reported that a high drain 109 alarm ((indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) occurred during use on the homechoice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. A simulated therapy was performed on the device successfully. The reported issue was identified through an event history log review. It was noted that the fill volume was adjusted by the user from a higher volume to a lower volume during the dwell phase, after the patient had been filled with the higher volume, which triggered the alarm upon the completion of the drain. Should additional relevant information become available, a supplemental report will be submitted.